Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the covering of the knife wire was peeled and dislodged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. Under circumstances described above, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. It can be inferred that some kind of force might have applied to the coated portion of the cutting wire when the device was withdrawn from endoscope. This might have caused the coated portion of the cutting wire to detach from the cutting wire. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use 3-lumen sphincterotome v distal end knife was broken while energizing. The issue occurred during a therapeutic endoscopic sphincterotomy procedure, during sedation, and was completed with an olympus back-up device. There were no reports of patient harm.